Event description:
During an ladg procedure, the knife would not recess and the jaws would not open. The manual release lever would not work. The device was disassembled to release. A competing product was used to complete the case. There was no patient consequence.